Event description:
Related manufacturer reference numbers: 2017865-2024-39651. It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead had a different size that it was labelled as. It was also found that the rv lead and right atrial (ra) lead insulation was damaged. Both leads were not implanted and alternates near at hand were implanted instead on (B)(6) 2024. Patient condition was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. A full lead was returned in one piece for analysis. Visual inspection and x-ray examination found insulation damaged, and the inner and outer coils were offset at 27.5 cm from the connector pin, consistent with procedural damage. Electrical testing was normal with no anomalies found. The cause of the reported event was consistent with procedural damage.